Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure in the cardia, performed on (B)(6), 2010. According to the complainant, after deploying the stent, the physician realized that the stent was an uncovered stent. When he checked under fluoroscopy, there were 4 markers as there should be on the delivery catheter, but the stent was not a covered stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.